Event description:
Consumer states that "his seat on his l-4b is cracking. He is reporting cracking along the seam on the seat and across the back."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model l-4b, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1163141 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.